Event description:
Patient reported that since this morning, the infusion device works well except when he wants to set up an extra bolus. Patient has been a pump user for many years. Patient stated the infusion device does not allow him to enter the required units of insulin due to the non-functional up/down button. Preliminary evaluation shows the up/down buttons are non-functional. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The side buttons do not respond to commands due to the contamination inside the buttons. The problem mentioned by the customer is related to careless handling of the product.